Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. It was reported that the patient changed the transfer set and believed that it could have been a contributing factor to an onset of peritonitis. The patient treatment was not reported. After four days of hospitalization, the patient was discharged. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd895102 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).